Manufacturer narrative:
The devices were not returned for evaluation. A device history review (DHR) was performed and none of the relevant work orders revealed any issues that may have contributed to the reported event. No instructions for use (IFU) or training deficiencies were identified. Inspections during the manufacturing process and testing performed during product verification support that it is unlikely that a manufacturing non-conformance contributed to the reported complaint. Due to the devices not being returned for evaluation, and no relevant photographs being provided, the complaints for ¿balloon-burst¿ and ¿delivery system ¿ withdrawal difficulty-through sheath¿ were unable to be confirmed. Additionally, due to the unavailability of the devices, engineering was unable to perform any visual, functional or dimensional analysis. However, a review of DHR and lot history did not provide any indication that a manufacturing non-conformance contributed to the reported events. No labeling or IFU/training inadequacies were identified. As such, no corrective/preventative actions are required. In the case notes, it was stated that the ¿doctor thinks that calcification could be the cause for the balloon burst¿ and the patient was noted to have ¿++¿ annular calcification. A technical summary written by edwards lifesciences documents a review of balloon burst complaint investigations on returned devices over a three year period, with an addendum reviewing investigations over an additional one year period. Based on available evidence, it was found that patient factors, such as annular calcification, can present a challenging anatomy for balloon inflation. While the balloons are sufficiently designed and tested for rated burst pressures well above their inflation pressures, calcified nodules in the patient anatomy can compromise the structure of the balloon wall even at low inflation pressures. This can occur due to mechanisms such as puncture, local overstretching, open cell impingement, or stress concentration. The burst balloon would then have created difficulty withdrawing the delivery system into the sheath, as the altered balloon profile could have gotten caught on the tip of the sheath or other parts of the patient anatomy. As such, available information supports that patient/procedural factors (annular calcification; withdrawal of burst balloon) likely led to the reported event and there is no evidence of device malfunction or manufacturing non-conformance.

Manufacturer narrative:
This is one of two manufacturer reports being submitted for this case. Please reference related manufacturer report 2015691-2017-00645. The investigation is underway.

Event description:
As reported by an affiliate in (B)(4), during a tavr a bav was performed and the 23mm edwards balloon ruptured on inflation in the native valve. During deployment of the valve the balloon on the commander system also ruptured. Valve was successfully deployed but some pvl was present so a second commander system was prepped and inserted to post dilate the sapien 3 valve. Valve was successfully post dilated but this balloon also ruptured. Pvl was significantly reduced and no further intervention was required. The second delivery system would not come back through the esheath as the ruptured balloon was caught/trapped at the end of the esheath. A 20 french cook was inserted into the opposite femoral artery. The commander system was snared and then removed from this access once the ds handle was removed. Patient was discharged home and is doing well. As per medical opinion patient calcification could be the cause for the balloon burst.